Event description:
Additional information was received from the patient. They reported that they don¿t know what the hcp did but their device is working better than it ever had without any pain.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va23nmc, implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their device may have been damaged in a car accident. They were in terrible pain at the time of the report. Additional information was received on 2021-12-06 and patient stated that on (B)(6) 2020 and ins stopped working then. Pt reports had return of symptoms since then and was in a lot of pain. Pt states had diarrhea, pain down leg, back pain, and stomach cramps. Pt reports went to hcp in february and was switched to program 5 at 4. Pt believes something is wrong with "the wires in low back". The patient was redirected to their healthcare provider to further address the issue. Agent provided physician listing. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va23nmc, implanted: (B)(6) 2019. Product ID: 3889-28, serial/lot #: va23nmc, ubd: 01-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va23nmc serial# implanted: (B)(6) 2019. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient called back reporting ongoing concerns after getting hit by a truck. Patient is having constant pain and was not able to have an MRI because of the interstim implant. The MRI facility told patient to contact manufacturer representative (rep). Patient stated after their last call they saw another interstim physician to seek a second opinion and were told there is nothing wrong with the interstim system. Patient was wondering if it's possible that there could be something wrong and it was missed. Patient reported there was no device checks or imaging taken other than their doctor palpating the ins site. Patient indicated they would like to have the interstim removed. Emailed field staff regarding patient request.